Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s 2nd ins was implanted on the right side and the lead had been going to the left side and the patient had sudden burning/searing pain at the ins site. It was noted the patient had nerve damage (not related to the device/therapy) on the left side. There were no further complications reported.